Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "down-stream occlusion" alarm. Per reporter the residual volume was 477.4 ml, rate 167 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.